Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had loss of capture and sensing, noted through holter monitor. It was also reported there appears to be ventricular pacing where there is not supposed to be pacing. The patient reported lightheadedness and dizziness at the time. Noise was also noted on the rhythm strip. The issue could not be duplicated by manipulating the pocket and having the patient move around. The patient will be seen in clinic, with some programming changes planned, as well as a stress test and possibly a chest x-ray. The device is still in use. No further patient complications were reported as a result of this event.